Event description:
The customer was brought to the load screen after filling a cartridge, but was returned to the load screen due to waiting at the fill cartridge step for a prolonged period of time. The issue impacted the customer's blood glucose level since that he was unable to deliver a bolus for a meal. Tandem technical support assisted customer with reaching the fill tubing step and offered further assistance until the customer resumed insulin, but the customer declined.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.